Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported during system assembly, the female thread of the positioning sensor unit (psu) mounting part was not tightened probably due to its large size. There was no patient involvement. Additional information was received. The screw hole issue was discovered upon assembly of the system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6), UDI#: (B)(4) work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3, h6: analysis was performed for product: 9735821, lot number: p921833. It was reported that one of the four threaded inserts was missing on the back of the housing. Otherwise, the psu failed an accuracy test (aak) at .385mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.